Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) in which the existing device was removed and a new ipp was implanted. During the surgery a pin hole was identified in the right cylinder. No information was provided about the patient's outcome.